Event description:
In 2009, received explanted lead from st jude. No information provided. Used the lead serial number to identify the patient. On 02/02/2009, sent an investigation letter to the physician on file in the patient record.